Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after placement, the cannula kinked outside the aortic valve resulting in diminished flows of less than 1.0 liters per minute. Reportedly, a fluoroscopy revealed a kink just below the outlet. The physician and clinician attempted to resolve it with repositioning of the impella, which was unsuccessful. The pump was removed and replaced with another impella, and flows were reportedly achieving 3.5 liters per minute. There was no patient harm reported, and this device was replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage has been completed. The review of the product log confirms the reported low pump flow and shows suction alarms before explant. There is also one impella position in aorta alarm before explant. The cause of the low pump flow was most likely a kinked cannula due to the patient anatomy based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.